Event description:
It was reported that a user experienced a low blood glucose of 39 mg/dl while using the ilet and self-treated with oral glucose, after which glucose rose to 238 mg/dl; the user reported insulin sensitivity and had received correction doses prior to the event, with no reported exertion, and was transported by ambulance to penn medicine in chester county. Symptoms included hypoglycemia. Outcomes included emergency medical attention. Investigation included complaint handling and case assessment. Investigation of this case revealed an unclear cause for the hypoglycemia with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.